Event description:
It was reported that the procedure was to treat a 95% stenosed de novo lesion in the left anterior descending (lad) with heavy calcification and heavy tortuosity. After pre-dilatation with a 2x12mm semi compliant balloon, the 3.5x48mm xience xpedition stent delivery system (sds) was advanced to the target lesion and the stent was implanted. Then, a non-compliant balloon was used for post dilatation; however, after post-dilatation a distal edge dissection was noted. Therefore, another xience xpedition stent was used to treat the dissection. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect(s) of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.